Event description:
Implant date: 4/17/1992. Post-operative x-rays (approx 2 months) revealed that the bone screw on the left had moved but was not compromising anything. Revision surgery on 6/29/1992 to remove and replace part of the hardware at which time it was noted that the instrumentation was tight and non-mobile. The l4 screws were removed to access the foramen. Pt re-injured lower back and experienced pain. Revision surgery to remove the rest of the hardware on 1/19/1993.